Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Visual inspection: one unit carton without shrink wrap with details written on in black marker was returned for analysis. Indentation lines and compression marks were evident on the both the superior and inferior surface of the carton. Damage was also evident on the inside of the carton. No outer blister was returned. The inner blister containing the femoral component was returned inside a biohazard specimen plastic bag. The product was not decontaminated therefore we were unable to remove it for further analysis. Visual inspection of the inner blister confirms a small slit/tear on the tyvek lid of the inner blister. Visual inspection of the femoral component was carried out through the plastic bag and the inner blister -nothing remarkable was noted. The damage to the unit carton and inner blister is consistent with excessive/ incorrect handling of the device.-device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive/incorrect handling whereby the packaging appears to have been compressed to the extent that the tyvek lid on the inner blister became damaged. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the investigation concluded that the packaging damage was caused by excessive/incorrect handling.

Event description:
It was reported that the implants inner packaging had a hole and the surgeon opted not to use. Used other implant.

Event description:
It was reported that the implants inner packaging had a hole and the surgeon opted not to use. Used other implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.